Manufacturer narrative:
This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.

Event description:
The plaintiff's attorney alleged that the patient experienced a myocardial infarction and expired approximately two months later. These allegations are alleged to have been caused by the product administered to the patient for dialysis treatment.